Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 85 units. Reportedly, the cartridge was filled with 150 units of insulin. The customer¿s blood glucose level was 220 mg/dl. Reportedly, the customer had manual injections for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.